Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure name of initial surgical procedure (B)(6) 2018 . The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Were any concomitant procedures performed? Product code and lot #. If applicable, will product be returned, return date, tracking information onset date/time of the pain from surgery. What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced vaginal pain and dyspareunia secondary to the mesh implant. The patient underwent a partial removal of right sided vaginal portion of the mesh. Additional information has been requested.